Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported it was "hard to see". During an examination, the surgeon noticed a broken haptic in the eye. The iol was removed, but the broken haptic was stuck to the capsular bag and left in the eye. Additional info has been requested.